Event description:
It was reported that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. The customer's camp director stated that there was a thunderstorm during the day, and that may have affected the insulin pump. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. Insulin pump received with minor scratched display window, cracked case at display window corner, broken reservoir tube lip, cracked reservoir tube, cracked belt clip slot and missing end cap sticker.